Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported that he received a no delivery alarm. Customer stated that the sensor was not communicating with the insulin pomp. Customer stated he received the no delivery alarm because he was out of insulin. Customer declined to troubleshoot for no delivery. Customer found the settings for the sensor were erased out of the insulin pump. Alarm did not occur during the first rewind 7. He was not getting any history on the sensor graph for a few hours. The alarm history was checked and the check settings alarm followed a no delivery alarm. Blood glucose value at the time was 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.